Event description:
It was reported that the pt experienced a painful shocking sensation in her upper buttocks during the trial phase for the neurostimulator implantation. It was noted that this was the only location she felt the stimulation. She was also concerned that her lead may have migrated and that she was not getting any therapeutic relief even when the stimulation was adjusted to 7.0 volts. She was instructed to turn the stimulation off and then slowly increase the stimulation until she could feel it. Additional info was requested and a follow up report will be sent if info is received.

Manufacturer narrative:
(B)(4).